Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler around the tubing area. Pt states no ill effects or antibiotics taken. Pd nurse reports the pt has not expressed or demonstrated any ill effects or had antibiotics administered. There is no sample available for eval.